Event description:
It was reported that the 9800 system had the collimator had an uncommanded close down. Collimator errors were displayed. The system did not reboot completely when the customer attempted to clear the error. Another unit had to be brought in to complete the case. No patient injury was reported.